Event description:
A malfunction alarm occurred with a code labeled as malf 16. There was no adverse impact to the customer's blood glucose level. The customer received instructions on putting the pump into storage mode and acknowledged understanding these instructions. Technical support confirmed the shipping address and arranged to replace the pump, instructing the customer to return the problematic pump using a prepaid label within ten days. The pump was under warranty, and meanwhile, the customer was advised to use multiple daily injections as backup therapy.